Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the switch/button was broken on the control panel causing the alarm not to function, which confirmed the original complaint issue.

Event description:
Dealer states, the no breath alarm is not working.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the no breath alarm is not working.